Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was implanted in the laa of the patient. Two minutes after the device had been deployed it was noted that the patient had a pericardial effusion. The patient was doing fine and showing no additional symptoms other than the presence of the effusion. The procedure was ended with the successful implant of the closure device in the patient. The effusion has since resolved and the patient has been discharged home in good condition.